Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery longevity of this pacemaker had decreased from 8.5 years to 5.5 years over the course of one month. Review of device data confirmed there is a high atrial sensing rate as the patient had developed atrial fibrillation. The high rate atrial sensing can cause an increase in power consumption. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.